Event description:
It was reported that (1) device was used during a laparoscopic fundoplication. It was reported by the affiliate that the sw100, with an sw120 was used. The knot didn't hold. Also the suture material gets like torn when manipulated with a "srnh". An autosuture knot device was used to complete the case. There was no consequence to the patient.